Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood in/on the helix mechanism and the lead appeared damaged at implant. The analyst commented that the helix can not retract due to distal conductor distortion within the connector.

Event description:
It was reported that during an implant, the right ventricular lead helix would not deploy and resistance was felt when turning or rotation tool. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.